Manufacturer narrative:
Additional information was received indicating the cause of the out of range measurements was not determined. Acceptable measurements were able to be obtained. This system will continue to be monitored.

Event description:
--

Manufacturer narrative:
(B)(4) the local area field representative was contacted for additional information. At this time, no further information is available and records indicate this device remains in service. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this cardiac resynchronization therapy pacemaker (crt-p), implanted with another manufacturer's left ventricular (lv) lead, exhibited high out of range pacing impedance measurements. Sensing and threshold measurements were acceptable and stable. Boston scientific technical services (ts) discussed evaluating the device/lead connection and testing the lv configurations. No adverse patient effects were reported.